Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature issue with the pump. The reporter confirmed that there was no damage to the pump casing and no moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed evidence of drastic voltage fluctuations on (B)(6) 2015 at 01:03 and 05:06. The returned battery cap was used to completed investigation. The battery compartment was intact with no evidence of any damage. There was no evidence of moisture inside the battery compartment. The pump powered on normally and current draws were within specifications. The pump cover was removed and no internal defects were found. The alleged temperature issue could not be duplicated on investigation.